Event description:
A 6 french super sheath continually leaked blood from the green "valve" or port throughout the case.this is the second of two recent events at this facility within one week with this type of device. Both devices were from the same lot.